Event description:
Pt came into the clinic for routine ICD check. The device was unable to be interrogated and started delivering inappropriate therapy to the pt. Magnet was applied and failed to disable therapy, a second magnet was applied and still did not disable therapy. The pt received a total of 10-15 inappropriate shocks. The pt was taken to the lab for emergency removal of the device. The company was unable to determine cause of defect.